Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 2184) was confirmed. The cause for the failure was bent pins in the battery connector. The root cause for the service code 2184 was the bent pins. No adverse event resulted from the damaged monitor.